Event description:
It was reported that a malfunction alarm occurred with code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.